Manufacturer narrative:
The customer¿s complaint was confirmed. Visual inspection revealed the screw head was severed from the shank completely. Its shank looked well used with many scratches and gouges. The threads showed signs of debris and damages were observed on the last thread from the distal end of the screw. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported a loose crown from a broken screw. Screw was replaced.